Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic hysterectomy, the device was not activated. The first eph02 and the first eps03 were not used for the patient. Another eph02 and another eps03 were used to complete the case. There were no adverse consequences to the patient.